Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements at 2.0 volts and 3.0 volts that may be due to myocardial issue. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.